Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a ventilator error. The ventilator was being used on a patient at the time of the reported event, however there was no patient harm. The patient had to be transferred to another ventilator as a result of this event. There was no report of additional medical intervention. The manufacturer¿s international service technician evaluated the ventilator and confirmed a backup alarm failure.

Manufacturer narrative:
G4: 06may2020 b4: (B)(6)2020. The manufacturer¿s international service technician reported that the customer chose to repair the ventilator on their own and the unit is back in service. No additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.